Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) troubleshot this issue with the customer over the phone and determined that misuse of the device/user error was the c contributing factor. The cse recommended replacing the graphical user interface (gui) touch frame printed circuit board (pcb). The repair will be completed by the customer. Covidien was not authorized to service the device.

Event description:
Covidien received information stating that during patient use liquid had been spilled on the graphic user interface (gui) of an 840 ventilator. The patient was removed from the ventilator and placed a second ventilator. The patient was not harmed or injure d as a result of the event. The reporter did not provide any information in regards to what type of liquid was spilled or how the liquid was spilled onto the ventilator. Attempts were made to retrieve additional information however, no information was provided.